Manufacturer narrative:
H3: product analysis of device is in progress, analysis results of the device will be submitted in supplemental report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bur tip was broken. User searched for any broken parts in the nose and mouth. No broken parts were found inside the body. The physician said, "it may have already been suctioned by device," and continued the case. There was 10 min of procedure delay.  The procedure was completed with backup product. Immediately after use, there was an abnormal noise from the shaver. As per user it might be a clog, the shaver was unclogged, but there was no clog. When the inner tube was removed, the tip was broken. It was replaced with another lot product and the case was continued. Additional information received after follow up that blade broken while using the shaver and there was fragments. After the damage, the physician checked the inside of the nasal cavity and the throat, but it could not be found. User assumes that it might have been sucked in using the suctioning device, there was nothings seem remaining in the patient. There no any fragments remain in the patient, the fragments removed by using the suctioning device.

Manufacturer narrative:
Product analysis of the device found that visually, the distal inner tip was broken 4.69 inches from the distal end of the inner hub when returned. The broken tip was missing and not returned. The overall length of the inner shaft, from tip to the distal end of the inner hub, shall be 4.849 ± 0.005 inches therefore 0.159 inches of the tip had broken off. There were no traces of wear on the blade. Functionally, for further analysis, the inner and middle assemblies spun freely by hand with no binding. Console functional testing was not performed due to the aforementioned defect. H6: initially submitted code fdr c21, fdm b21, fdc d16 are no longer valid now. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.